Event description:
According to the procedure: during a laparoscopic partial resection of the small intestine, the instrument would not fire. A new device was used to complete the case. It is provided by the medical professional at the account that there was no injury to the patient.